Event description:
A patient who was enrolled in a study underwent a da vinci assisted benign hysterectomy surgical procedure on (B)(6) 2025. The next day the patient developed post-inflammatory ascites and received treatment with an unspecified medication. The patient was discharged on (B)(6) 2025. The event is reported as resolved on 03-mar-2025. There was no report of a da vinci device malfunction. The study investigator reported the event as mild severity, a clavien-dindo grade ii, not related to the da vinic device, not related to the patient's underlying disease status but possibly related to the procedure. Additional information has been obtained through follow-up. The event issue has been updated to inflammatory adhesion only, as the result of cytology results. Post-operative treatment was ceftriaxon 2g 1x day, doxycyclin 100mg 2x day and metronidazol 500mg 2x day. The patient had no symptoms.

Manufacturer narrative:
There was no report of any malfunction of an intuitive system, instrument or accessory. A system log review could not be performed because remote system logs were not available. The system may not have been connected to onsite at the time of the issue.